Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two distal set-up joints (dsuj) and universal surgical manipulator (usm4) due to repeated 23118 errors. The system was tested and verified as ready for use. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. Isi has not received the second dsuj for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was returned for failure analysis and was not confirmed or replicated. System logs revealed errors 23118 indicating motor encoder incremental track has slipped on the usm, not the suj distal in question. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it functioned within specification. The unit was also installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors either. The complaint was not confirmed based on failure analysis. As a result of these findings, failure analysis was not able to determine the root cause as this unit will be considered the wrong part sent back. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had stopped working mid-procedure. An error had appeared on universal surgical manipulator (usm4), and it had led to a non-recoverable fault. It was reported that the system had been restarted, but the same error on usm4 had appeared again. No tse troubleshooting had been documented. The procedure was completed with no reported injury.